Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 54 mg/dl at the time of the call, which the customer treated by drinking juice and eating a spoonful of sugar. The customer also stated that the insulin pump alarmed low sensor glucose. She felt that she just needed to get used to the device. She also reported that she experienced a low blood glucose reading of 44 mg/dl that morning and treated with yogurt and sugar in her coffee. The customer declined troubleshooting for low blood glucose and stated that she thought her basal rates were too high and had already contacted her trainer for that. Nothing further reported.